Event description:
Compartment syndrome; ascites; peritonitis; enterocutaneous fistula. Information was received on 30/oct/2007 from a physician regarding another physician's unidentified patient. The reporting physician stated that a patient developed peritonitis and spent some time in "the units". He said that there had been other cases also. He also clarified that "this was word of mouth" and he knew nothing about the situation. At the time of this report, it was unknown if the patient had recovered. The complaint investigation summary was received on 09/nov/2007. No sample was returned and no lot number was provided by the user facility; therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted. Additional information was received on 12/dec/2007 from the physician. He reported that he had patients who had experienced peritonitis after receiving seprafilm but provided patient identifiers for only one of them. The patient was a female. In 2007, the patient underwent adhesiolysis and ileostomy takedown with 12 half sheets of seprafilm placed throughout the abdomen and ileorectal anastomosis (according to the physician this was not dictated in the operative report). The patient developed non-bacterial ascites/peritonitis with compartment syndrome that required a re-operation and washout as well as multiple returns to the operating room. The patient eventually developed an enterocutaneous fistula. The ascites was sent to the laboratory for an eosinophil count and culture. The culture showed no growth. The physician felt that these events were severe in intensity and definitely related to the use of seprafilm. The events were life-threatening which required or prolonged the patient's hospitalization and caused persistent or significant disability/incapacity. The patient had recovered with sequelae which was the enterocutaneous fistula. The physician noted that he will not repeat use of seprafilm.